Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that several weeks post implant of this 33mm mitral mechanical valve, it was explanted and replaced with an unknown bioprosthetic valve. The reason for the replacement was reported as, "the valve exploded, leaving fragments and floating pieces of metal in the heart". It was also reported that the patient had symptoms of constant pain, difficulty walking and other various complications due to the floating metal. The patient was hospitalized and placed in a nursing facility where they experienced several falls resulting in a back fracture. No additional adverse patient effects were reported.